Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual examination of the returned product/provided pictures identified rasp cutting teeth are dull and worn. Post shows galling and gouges from use. Flat surface around the etch shows indentations from previous uses. Distal tip is confirmed to be fractured and f ractured piece(s) were not returned with the rasp for evaluation. No other damage was n oted. Device has an approximate field age of 10 years review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the broach tip was found fractured prior to a procedure. There was no patient impact or surgical delay. There is no additional information available at the time of this report.